Manufacturer narrative:
(B)(4). Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious inj associated with this event based on additional investigational information. The targeted fluid balance for this procedure was 109%; however, at the beginning of the procedure, the operator performed a custom prime of the set with packed rbcs. As a result, the final fluid balance of the patient without rinseback was 101%, therefore, the patient was not hypovolemic. One year of service history was reviewed for this device. A cassette position error occurred in (B)(6) 2015 and the optical sensors were cleaned. A preventive maintenance was since performed in november 2015 with no issues reported. In a typical procedure, a cassette position error alarm would not result in a hypovolemic situation. However, due to patient size being (B)(6), run data analysis was completed to ensure the patient's fluid balance was acceptable. The run data file (rdf) was analyzed for this event. Review of the rdf confirmed the occurrence of the "cassette was not lowered" alarm approximately one hour into the procedure. This alarm is triggered when the safety system detects that the cassette is no longer in the lowered position. In the case of this procedure, the system detects the cassette is lowered at the beginning of the procedure and then suddenly detects the cassette in an unknown position. No known system-related cause could be identified for this incident. An internal report shows a related issue was reported for this device approximately 6 days later. The machine was checked out by terumo bct. The reported condition was confirmed by the service technician and the motherboard was reseated. Root cause: the root cause for the 'cassette was not lowered' alarm was undetermined. No known system-related cause could be identified for this incident. The alarm may occur if the cassette has been loaded incorrectly on the cassette tray, if a disposable set component is caught behind the cassette tray, or if a sensor has malfunctioned. The machine alarmed as intended; the reported problem resulted in a fail safe condition.

Event description:
The patient's gender was obtained from the run data file.

Manufacturer narrative:
This record was identified during a retrospective review of MDR's to identify records in which an event occurred, but the type of reportable event was not indicated appropriately in the MDR form. This supplement is being filed to modify information in and to align with the reported event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that a pediatric patient underwent a plasmapheresis procedure with custom prime. During the procedure, they received a 'cassette failure' alarm. The customer stopped and aborted the procedure without rinseback. Per the customer, 180ml of extra corporeal volume was lost. It is unknown at this time if medical intervention was necessary for this event. Patient identifier and gender is not available at this time.